Event description:
The customer contact reported that the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.